Event description:
It was observed during the device evaluation that the gastrointestinal videoscope had foreign material in the air/water nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by some type of stress, such as damage or deterioration of parts without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.